Event description:
During an atrial fibrillation ablation procedure, skiving occurred. The brk1 needle with stylet was advanced through sl1 dilator for transseptal puncture and moving freely up the dilator. Transseptal puncture was performed, the needle withdrawn and upon aspiration of the dilator, a small piece of plastic shaving was observed. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer dilator was received for evaluation. The dilator was flushed with fluid and a brk needle/stylet assembly from current inventory was inserted through the dilator. No resistance was noted as the brk needle reached the distal end of the dilator. However, the dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.